Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, olympus was unable to confirm the foreign material due to the observation of non-olympus repair and parts and further advanced diagnostic was unable to be performed. Therefore, the root cause of the reported event is unable to be determined the event can be detected by following the instructions for use which state: -inspection of the endoscopic system olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material clogged in nozzle. There were no reports of patient involvement.